Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the control body fluid damage, the control body corroded, the receptacle corroded, the remote control button disinfections damage, the insertion flexible tube (ift) fluid damage, the segment fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the shield cover corroded, the glass rod corroded, the operation channel leak, the operation channel kink, the suction channel kink, and the angle wire grinding ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).